Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Ivs tunneler. Manufacture date: 05/2004. Expiration date: 05/2007 reoperation (B)(6)2005. Additional event information: operative notes on original procedure ((B)(6) 2004). Preoperative/postoperative diagnosis: symptomatic posterior vaginal wall prolapse, stress urinary incontinence, moderate to high risk mitral valve prolapse. Procedures performed: posterior colporrhaphy, anterior intravaginal slingplasty, cystoscopy. Partial removal of ivs sling on (B)(6) 2006. Preop diagnosis: chronically infected sling mesh. Procedure: cystourethroscopy, wound exploration with sling excision. In office removal of remaining sling on (B)(6) 2006: patient symptoms: continued vaginal discharge, occ mild spotting/bleeding and odor, some discharge and bubbling from post vaginal wall, near some remaining portion of the prior mesh. Removal/revision of sling for stress incontinence. Rectocele noted.